Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd adapter was missing label information. The following information was provided by the initial reporter: "it has been noticed that the labels on the boxes of blue adapters are illegible (we can read neither the lot number nor the expiration date)."

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that an unspecified bd adapter was missing label information. The following information was provided by the initial reporter: "it has been noticed that the labels on the boxes of blue adapters are illegible (we can read neither the lot number nor the expiration date)".